Event description:
It was reported that during an antegraded femoral nail procedure the surgeon tried to drill through the sleeve and aiming arm and the drill bit was hitting the nail. Surgeon was able to complete the procedure without adverse effect on patient but the aiming arm or the sleeve seems to be misaligned. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results - visual inspection - the returned parts were assembled with the mating instruments and implants and there were no misalignment or assembly issues. Everything aligned and functioned as intended. Manufacturing record review - a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Complaint history analysis - no previous records for this part number associated with this issue. Risk assessment - no adverse consequences were reported and the surgeon was able to complete the procedure with no harm to the patient. Conclusion - the returned parts were assembled with the mating instruments and implants and there were no misalignment or assembly issues. Everything aligned and functioned as intended. Therefore the complaint condition could not be replicated and the complaint is invalid.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).